Event description:
The patient called animas on february 17 alleging his pump was losing time. The patient reportedly awoke with a blood glucose level of 580 mg/dl. He felt like his muscles were sore and he felt "beaten up." He denied shortness of breath, nausea, vomiting, and ketones. At the time, the patient reportedly programmed a bolus dose through the pump. The patient states he has started taking bolus doses with injections after the elevated blood glucose levels. His blood glucose level was 189 mg/dl at the time of the call to animas. The patient said he was moving out of state and that it was extremely stressful. The patient takes verapamil, losartan, trendolapril, and aspirin for his hypertension. He said his pump lost about 5 to 7 minutes when compared to his computer's clock every few days. The patient's infusion set was expired but the cannula was not bent. The insulin was not expired and was clear. This complaint is being reported because the pump's clock was reportedly losing time and the patient experienced elevated blood glucose levels indicative of hyperglycemia.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.